Manufacturer narrative:
(B)(4). Batch # m5666r. Additional information received: the account could not confirm whether it was the closing trigger or firing trigger that broke off, but nothing fell into the patient and the broken trigger is being returned with the device. The analysis results found that the ats45 device was received with the closing trigger broken and with no reload present. No functional test could be performed due to the condition of the device. Although no conclusion could be reached to what caused the damage to the clamping mechanism, this damage can occur when excessive force is applied to the closing trigger when attempting to clamp the jaws on tissue thicker than indicated. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the handle broke off. There were no further details that were provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.